Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient was experiencing pain and shocking at the implantable neurostimulator (ins) site. The patient stated that the ins was implanted on their right side in the buttock area and that they couldn¿t sleep on it. It was noted that the issue started about 6 months prior to the date of this report. The patient mentioned that they had an appointment with their healthcare provider (hcp). No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.